Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Manufacturer narrative:
Updated field(s): describe event or problem. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. Troubleshooting was unsuccessful. The customer was able to switch over to the inner lumen successfully. They coiled the fiber optic cable and placed a note indicating not to use it. It was later reported that once the iab was removed, the patient was bleeding and unstable. The iab had been in use for three days- inserted on (B)(6) 2023 and removed on (B)(6) 2023.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. Troubleshooting was unsuccessful. The customer was able to switch over to the inner lumen successfully. They coiled the fiber optic cable and placed a note indicating not to use it. It was later reported that once the iab was removed, the patient was bleeding and unstable.

Manufacturer narrative:
Occupation: mha, rn, manager nursing, ICU/tele/float pool. Complete initial reporter name: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).